Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
On 1(B)(6) 2012, it was reported that the power supply or the ultrasonic board of the cusaexcel console needed to be replaced. On (B)(6) 2013, additional information received changed this report to a MDR. The following information was provided: "the problem was discovered in the (or) operating room, during surgery, but the system was not in "use" with the patient. The system and handpiece were set up and assembled as usual, but the machine sounded differently and the handpiece did not aspirate when priming. It was shut down and restarted, but once restarted it shut itself off immediately. They tried to restart it again with the same result. The patient was anesthetized for a liver resection and the surgery was delayed about 1 hour as the operating room team had to go borrow the cusa from the neuro department at the hospital.